Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and, no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient had a total knee arthroplasty done approximately 8 years ago. In the postoperative period, he developed symptoms of instability and a revision arthroplasty was done at the hospital 6 years ago. He had a subsequent revision arthroplasty done a year after that revision to correct symptoms of hyperextension. This operation served him well until he reportedly fell and began to experience "end-of-stem" pain. A revision arthroplasty a year ago solved the problem of end-of-stem pain, but he began to experience significant discomfort over the medial aspect of his knee. This pain was in the region of the prominent proximal medial aspect of his tibial prosthesis where an augment was used to provide metal-to-bone load transfer. Lidocaine patches in this region decreased the discomfort. Because his symptoms were significant, he was offered a total knee revision arthroplasty with a custom tibial augment to remove the pressure on the medial side of his knee.